Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Manufacturer narrative:
An event regarding seating/locking issues involving a scorpio + mobile bearing pcs was reported. The event was confirmed. Method & results: device evaluation and results: visual evaluation of the returned device indicates damage around the area of the locking ring. Dimensional inspection of the undamaged areas of the device were found to be within specification. A functional evaluation was not performed as the device is damaged. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the reported event involves a broken insert in the packaging. A replacement was used to complete the surgery. Although the reported event indicates that the failure was an out of box failure, the damage observed on the returned device indicates that an attempt to implant the device was made. There are multiple scratch marks in and around the locking ring area. The area inside of the locking ring is heavily gouged. The damage observed suggests that the insert was not properly aligned with the post of the baseplate during assembly. When an attempt to seat and remove the insert was made, the damage to the snap ring and subsequent loss of locking functionality occurred.

Event description:
It is reported by nurse of the hospital, that there was a broken inlay in the packaging. A replacement was available to complete the surgery.

Event description:
It is reported by nurse of the hospital, that there was a broken inlay in the packaging. A replacement was available to complete the surgery.